Event description:
It was reported that during an unknown procedure, after the surgeon fired the second reload unit, he found only cut but no staple came out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was returned in good visual condition and with no reload present on the device. However two reload were received inside the bag, fully fired and with no damage to the lockout. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.